Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the right atrial (ra) lead exhibited under-sensing of atrial tachycardia/atrial fibrillation episode. The ra lead remains in use. No patient complications have been reported as a result of this event.